Event description:
In-house nurse reported "that because of optium meter not giving correct readings, customer bottomed out and fell." Customer did not know if she lost consciousness or not, as she was unsure of situation. The customer reportedly received a meter reading was 383 mg/dl. Customer was treated with orange juice for possible hypoglycemia and issue resolved.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.